Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the product became difficult to insert, and the patient's heart rate and spo2 temporarily decreased. The following conditions were confirmed during insertion: 1) the tube was soft and easily bent when inserted. It couldn't be put it in because it was too tight. 2) the actual outer diameter was larger than the displayed outer diameter. 3) the cuff was thick. When the shape of the cuff wilts in the bales, it overlaps and feels thick. The event occurred during infusion at the facility. There was patient involvement, but no harm/adverse event reported.